Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, patient factors (horizontal aorta) likely contributed to the too ventricular, canted position of the initial sapien 3 valve and resulting pvl. Procedural factors (miscommunication during deployment of the second sapien 3), in addition to patient factors (mild valvular calcification) likely contributed to the embolization of the two valves and subsequent valve placement in the incorrect location. The third sapien 3 valve was deployed in the correct location with good results. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
Prior to the transfemoral tavr procedure, it was noted that the patient had a ¿very¿ horizontal aorta and tortuous descending aorta. Due to the horizontal aorta, as the initial 29 mm sapien 3 valve was deployed it shifted ventricular, landing in a canted position, 30:70 aortic/ventricular (a/v) on the non-coronary cusp (ncc) side and 60:40 a/v on the left coronary cusp (lcc) side, resulting in severe paravalvular leak (pvl). A second sapien 3 valve was prepared. During deployment, the second valve also shifted ventricular, landing super imposed on the initial valve, but slightly more aortic by 1 mm or 2 mm. Due to a miscommunication during the deployment of the second valve, pacing was stopped before the delivery system balloon was down, resulting in both valves embolizing into the aorta. The valves were pulled back into the descending aorta and ballooned, securing the valves. The angle was slightly changed and a third sapien 3 valve was deployed in the annulus, landing slightly canted, 60:40 a/v on the ncc side and 70:30 a/v on the lcc side, but with ¿great¿ results. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient. The native annular valve area measured 648 mm2 by CT. Mild annular calcification, mild native leaflet calcification and no aortic root calcification was reported. It was perceived that the patient anatomy (horizontal aorta) caused the initial valve to land canted with severe pvl. The miscommunication during valve deployment caused the embolization of the valves and subsequent placement in the incorrect location (descending aorta). The delivery systems and esheath were discarded following the procedure. There were no allegations of any malfunctions of the edwards devices.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00724.